Event description:
It was reported that a deep brain stimulation (dbs) patient experienced weakness, difficulty walking and urinary incontinence sometime after the lead implant procedure. It was noted the patients issues were not device related however may have been contributed by the lead implant procedure per the physicians assessment. The patient was given physical therapy and continues under the care of his physician.

Manufacturer narrative:
Block b3: date of event unknown. Approximated sometime after initial implant.